Manufacturer narrative:
On 27 june 2017 the cleaning and packaging manager performed a visual inspection of the retrieved liner and commented as follows: the involved liner was visual inspected and the claimed defect was confirmed. It must be considered that: - as per internal instruction, the operator must check the homogeneity of the surface and the absence of slivers on each implant of the lot; - the sliver found on the liner is a process residue clearly detectable, so it can be reasonably excluded that the operator could have failed in detecting it, but it seems more probable that during this check the sliver was hidden in the clipping area and consequently difficult to be noticed. Batch review performed on 10 july 2017. Lot 166709: (B)(4) items manufactured and released on 03 january 2017. Expiration date: 2021-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon and the supporting nurse detected that a small polyethylene sliver is standing away from the inly after opening the wrapping. The surgeon decided not to implant this inlay. He used a new inlay of the same reference and implanted it without any problems.